Manufacturer narrative:
The device was not returned for analysis. The lot history record (lhr) for this product could not be reviewed because the product was not returned for evaluation and the lot number was not reported. Based on the information reviewed, the reported difficulty and subsequent medical intervention appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional perclose proglide device is filed under a separate medwatch report number.

Event description:
It was reported that suture placement with two proglide device were attempted in the right femoral vein via 6fr sheath using the preclose technique prior to an pulmonary vein isolation electrophysiology (pvi ep) ablation procedure. Reportedly, when the plunger was removed, no sutures were attached to the needles, with two proglide device. An additional proglide device was used for successful suture placement using the preclose technique. The sheath was upsized to a 10fr and the pvi ep procedure was completed. Hemostasis was achieved using the pre-placed sutures from the additional proglide device. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. No additional information was provided.